Event description:
Information received a smiths medical cadd legacy 6500 alarms no disposable and continuously beeps, then shows error upstream occlusion. No patient involvement or injury.

Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon review of the event history log, power down pump turned on, pump turned off, high pressure and upstream detected alarm messages were found. Device underwent functional testing and reported customer's reported problem was confirmed. The pump was found to be "double" beeping when batteries were inserted during the investigation. The problem source of the alarm noted in the event history log was unknown.